Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no complaint reported event. As received, a complete lead was returned in one piece for analysis. Final analysis found that the insulation was abraded at 7.2 cm to 7.4 cm from the connector pin. All other damages found on the lead are consistent with procedural damage.